Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. It was reported that patient faced infusion set with tape not sticking event on 01-jun-2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.